Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of high blood glucose readings and no delivery from the reservoir. The customer's blood glucose reading was 570 mg/dl. The customer treated with manual injections. The father stated that his daughter experienced high readings due to no delivery alarms. The father stated that the alarm occurred during bolus delivery. The father stated that he used his own infusion sets on his daughter. The father was unable to troubleshoot because he was not with his daughter.